Event description:
Per the clinic, the patient experienced feedback issue with the device. Subsequently, both the implant screw and implant magnet were electively explanted under general anaesthesia on (B)(6) 2025. The patient was reimplanted with a transcutaneous osia implant system during the same surgery.